Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement of 22mm, type iiia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The clinical evaluation also shows reasonable evidence that the physician reported that the stent-graft separation was likely due to disease progression and a slightly angled, elongated aortic neck; however, this could not be conclusively determined. The patient was discharged home on postoperative day four and was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies have been received for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft system and an afx vela suprarenal extension for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2016. On (B)(6) 2025 the patient presented to the hospital emergency department with abdominal pain. A computed tomography (CT) revealed that there was aneurysm enlargement and a type iiia endoleak between the vela suprarenal and afx2 bifurcated stent graft. The physician reported that the stent graft separation was due to disease progression, slightly angled and elongated aortic neck. The physician elected to implant an afx vela suprarenal aortic cuff and the type iiia endoleak was resolved. The patient is doing well.